Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had pocket pain from their ipg since their permanent implant. Surgical intervention was undertaken on (B)(6) 2023 during which the patient had a pocket revision. No products were removed, and therapy was restored post procedure.